Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, 24 to 48 hours after a right hemicolectomy the patient had a significant drop in hematocrit. There appeared to be staple line bleeding. There were no issues with the staple line at the time of surgery. No reinforcement material was used. The patient's last known status is reported as fine.